Event description:
Event description boston scientific received information that this transvenous defibrillation lead was an attempted implant. While the lead sensed appropriately, it would not pace at 10 volts. It was also reported that when the lead was removed from the patient's body, the insulation was observed to be peeled back. Another boston scientific defibrillation lead was successfully implanted.